Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR #: 2134265-2011-05756. It was reported that during an embolization treatment procedure, removal difficulties were encountered. The target lesion was located in the moderately tortuous renal artery. The patient previously had a non bsc plug and a "stack" of .035 non bsc pushable coils deployed at an unspecified time. However, flow had returned and the plug and coils were noted to be positioned up against the vessel wall in a high flow area into a fistula. A non bsc introducer sheath was placed and a 5fr .038 imager 2 cobra catheter was advanced as far as possible into the renal artery where the plug was. Continuous flush was maintained. An unspecified guide wire was moved past the plug next to the vessel where the coil was intended to be deployed. The .035 interlock 2d 15mm x 40cm was advanced, but during deployment it was noted to be too large for the vessel as it was not coiling properly. While attempting to retract the coil, it became lodged between the vessel wall and the plug and could not be removed. Firm pressure was applied and the pusher wire was able to be removed, but the coil remained indicating the interlocking arms had detached inside the catheter. The imager was used to poke the tip of the coil and with a sharp pull the coil dislodged from the vessel. The catheter was then removed with the coil protruding from its distal end. An unspecified catheter was used to re-attempt access; however, an unspecified wire was not able to pass the plug. At this point, the physician opted to end the procedure due to the amount of contrast utilized. The patient will be rescheduled. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned complaint device revealed a delivery wire, rhv, introducer sheath and coil were returned. The delivery wire was returned removed from the introducer sheath and was slightly bent approximately 10cm from its interlocking arm. The introducer sheath and rhv were connected and contained blood. No anomaly was noted with the introducer sheath. The coil was returned inside a container submerged in blood. The coil was removed from the container and was found to be severely stretched at the distal end and the interlocking arm was broken from the coil. Microscopic inspection of the coil and delivery wire revealed the zap tip shapes and surfaces were smooth. The interlocking arm of the delivery wire appeared to have some dried blood on it. All dimensions which could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR #: 2134265-2011-05756. It was reported that during an embolization treatment procedure, removal difficulties were encountered. The target lesion was located in the moderately tortuous renal artery. The patient previously had a non bsc plug and a ''stack'' of .035 non bsc pushable coils deployed at an unspecified time. However, flow had returned and the plug and coils were noted to be positioned up against the vessel wall in a high flow area into a fistula. A non bsc introducer sheath was placed and a 5fr .038 imager 2 cobra catheter was advanced as far as possible into the renal artery where the plug was. Continuous flush was maintained. An unspecified guide wire was moved past the plug next to the vessel where the coil was intended to be deployed. The .035 interlock 2d 15mm x 40cm was advanced, but during deployment it was noted to be too large for the vessel as it was not coiling properly. While attempting to retract the coil, it became lodged between the vessel wall and the plug and could not be removed. Firm pressure was applied and the pusher wire was able to be removed, but the coil remained indicating the interlocking arms had detached inside the catheter. The imager was used to poke the tip of the coil and with a sharp pull the coil dislodged from the vessel. The catheter was then removed with the coil protruding from its distal end. An unspecified catheter was used to re-attempt access; however, an unspecified wire was not able to pass the plug. At this point, the physician opted to end the procedure due to the amount of contrast utilized. The patient will be rescheduled. There were no patient complications reported and the patient's status is stable.